Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
The starter board kit was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The power supply did not pass bench testing. The tested voltage dropped and then remained steady. The reported event was confirmed to be caused by an electrical issue.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the power supply was replaced along with the starter board for the system. It was noted that the digital intercommunication of medicine (dicom) group on the imaging system was changed by the site. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, image acquisitions from the imaging system could not be transferred to the medtronic navigation system. It was reported that the nav tag was present on the images and that one of 192 slices would transfer. It was reported that four image acquisitions were performed by the site. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.